Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1 mm, vticm5_12.1, -10.50/2.00/84 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchange for a different diopter lens due to refractive surprise. This exchange resolved the problem.

Manufacturer narrative:
Result code 213 should be in the previous MDR. H6- conclusion code 4310 should be in the previous MDR. Claim# (B)(6).

Manufacturer narrative:
Device evaluation : lens was returned dry, in lens case/ vial. Visual inspection found a bent haptic. Dimensional and functional inspection was performed and lens was found to be within specification. Claim#: (B)(4).